Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with threshold suspend alarm. The customer states that when their blood glucose level runs low in the 40mg/dl or 50mg/dl the device will suspend insulin. The customer states they will eat, and try to administer 10 units, but the device will suspend and not allow the customer to receive insulin because they are low. The customer's most current blood glucose level was 70mg/dl. The customer states they have been having high blood glucose levels between 480mg/dl and 500mg/dl. The customer turned off threshold suspend and declined to troubleshoot for the high blood glucose. Nothing is being replaced or returned at this time.